Manufacturer narrative:
See attached memo.

Event description:
On 05/29/2025, it was reported by a facility representative via sems-06905110 that an ar-6482 dw remote has exposed wires. This was caused by the insulation protection, where the base meets the remote becoming separated this occurred during use in a case with no patient impact.